Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device display was distorted and clinical info could not be seen. Complainant did not indicate that there was any pt involvement in the reported malfunction.